Event description:
It was reported that a power pca was consumed. No symptom was reported. No pt involvement was reported.

Manufacturer narrative:
(B)(4). It was reported that a power pca was consumed. No symptom was reported. No pt involvement was reported. The device was evaluated by philips field svc engineer. The symptom was clarified that eh device failed to power up. The issue was localized to a failed power pca. The power pca was replaced to resolve the issue. The device remains at the customer site. We are considering this a malfunction of the power pca.